Manufacturer narrative:
(B)(4). The reported field event was confirmed by inspecting the device. The scratch on the device did not meet the acceptable criteria and the device was found to be out of specification.

Event description:
It was reported that prior to implant procedure, a scratch was found on the device. The device was replaced.